Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had communication issue. The technical support specialist dialed in performed facility search and the patient is available. The tsc tried to reach the customer serval time, but no response received. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that patient not crossing but pharmacist can see the patient. Customer mentioned that patient from floor is transfer to or but cannot see the patient in station and have to put the patient as test to take out medication needed. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.